Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: consumer power wheelchairs. Seat, seat adjustment defective. Headrest adjustment release not functioning. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. Per the evaluation results, the complaint is no longer an FDA reportable event. MDR decision changed.

Event description:
Back of the van seat is broken.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Back of the van seat is broken.